Event description:
The following descover registry info was rec'd via e-mail: five months following cypher stent placement, the pt returns for add'l coronary intervention. Indication for procedure is unknown. Angiography revealed restenosis in the cypher placed in the distal left circumflex (lcx) and a new lesion in the left posterior descending artery (l-pda). The restenosis of the cypher stent is treated with a cypher stent. There is no indication of any complications.